Event description:
It was reported that the pump exhibited error code 41541. There was unknown patient involvement, no injury was reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there were no errors related to the customer complaint. The device was visually inspected and there were no damages. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was due to the latch lock sensor. As a result, the latch lock sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.